Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed wound healing issues shortly after the implant procedure. It was noted that the patient returned to work immediately after the procedure and wore a duty belt and vest, which may have contributed to the issue. The wound was excised and drained, and the patient has switched to a holster. There have been no reports of further complications regarding this event.